Event description:
The following has been reported to davol: ni/ni/ni -primary repair of ventral hernia. On (B)(6) 2009 - repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2012 - repair of recurrent ventral hernia with placement of composix mesh (note: it was reported that during this procedure the previously placed composix kugel mesh was either fully or partially removed the reporter was unsure). Ni/ni/ni - pt developed an infection and was treated with wound vacs. Ni/ni/ni - pt developed a hernia recurrence.

Manufacturer narrative:
Initially, one event was previously reported by the pt's attorney. However, add'l info provided alleges there to be an add'l implant and postoperative event. Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided. We have however, requested add'l info from the pt's attorney. It has been alleged that the pt developed a recurrent hernia and an infection, both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The provided lot number is invalid therefore a review of the mfg records is not possible at this time. Additionally, the mesh remains implanted. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00135 for info related to the composix kugel mesh alleged to have been implanted on (B)(6) 2009.

Manufacturer narrative:
Addendum to the initial report. Based on medical records, the patient underwent additional surgical procedures including explant of the bard/davol composix mesh (#2) and implant of a non-bard/davol mesh for incisional hernia mesh. With the provided lot number a review of the manufacturing records was conducted and found no evidence of a manufacturing related cause for the reported event. Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant due to multiple drains that were placed after the implant procedures which increases the patient's risk of developing infection, as well as the patient's previous abdominal procedure and comorbidities. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of patient's medical records and is an addendum to the previously provided information: (B)(6) 2009 - the patient underwent implant of a bard/davol composix kugel hernia patch(#1) to repair an incarcerated incisional hernia. (B)(6) 2012 - the patient complained of chronic abdominal pain, the patient elected to have the bard/davol composix kugel hernia patch explanted and a complex hernia repair including component separation with implant of a bard/davol composix mesh (#2). Of note the composix mesh was trimmed to fit the defect and placed on top of the muscle beneath the fascia. It appears the composix kugel mesh (#1) was fully explanted. (B)(6) 2012 - (B)(6) 2012 - patient presented to the hospital with complaints of pressure, sharp pains in her chest and abdominal redness with swelling. Patient was evaluated in the ER and admitted to the hospital for further treatment and evaluation. Patient was seen by infectious disease doctor who determined seroma fluid that was noted in the area of the composix mesh (#2) did grow bacteria. (B)(6) 2012 - (B)(6) 2012 - patient was admitted to the hospital for continued evaluation and treatment of chronic abdominal pain related to a long standing anterior abdominal abscess after a ventral herniorrhaphy. (B)(6) 2012 - patient was diagnosed with a chronic seroma with necrotic tissue and underwent open drainage of seroma with debridement of necrotic tissue and application of wound vac. Per the operative report "necrotic fascia was found overlying the mesh (#2) and in no area did it appear that the mesh (#2) was pulling away from disintegrated fascia or that there was any evidence that the mesh (#2) itself was contaminated. The mesh (#2) had a clean look to it and there was no sign of purulent drainage." The mesh was decided to be left intact. (B)(6) 2012 - the patient underwent an additional wound debridement after removing the wound vac, a drain placement and closure of the abdominal wound with sutures. (B)(6) 2015 - the patient underwent exploratory laparotomy, bilateral component separation, explant of the bard/davol composix mesh (#2), incisional hernia repair with non-bard/davol mesh and soft tissue flap mobilization.